Event description:
A friend or family member reported that when the patient would charge the ins it would take about 3 hours and then deplete within a couple of hours. There were no patient symptoms alleged. Indication for implant is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.